Event description:
It was reported that the lead exhibited anomalous auto- capture thresholds in the acutely symptomatic patient. Ventricular autocapture was operating at 5 v for about a month. An x-ray confirmed that the atrial lead had dislodged and it was affecting ventricular capture. The lead is scheduled to be repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - patient acutely symptomatic.